Event description:
Additional information was received from the customer that after the bronchoscope got stuck in the endotracheal tube, the patient underwent an unplanned extubation and reintubation to resolve the issue. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b1, b2, b5, d8, h1, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed and determined the following cause: a-rubber and bending section are broken. Due to damage on bending tube, bending angle in up and down direction does not meet the standard value. Due to damage on bending tube, the joint section between bending tube and distal end is not secured. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the surgical scope endotracheal tube got stuck and unable to remove notable damage. There were no reports of patient harm. Procedural delay during sedation, less than 30 minutes, same device used to complete the front optic bronchoscopy procedure.